Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: malposition mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year old caucasian female patient underwent primary breast augmentation with a (right) 350cc mentor memorygel breast implant and a (left) 375cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed, via physical examination, with bilateral breast implant malposition and high riding implants. As a result, the patient underwent breast revision surgery on (B)(6) 2022. During the surgery, it was discovered that the right breast implant had ruptured. Subsequently, the patient's implants were removed and replaced with the following devices: (right) 255cc mentor memorygel xtra breast implant catalog: smhx255 lot: 9597759 sn: (B)(4) and (left) 280cc mentor memorygel xtra breast implant catalog: smhx280 lot: 9533306 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant were reported under.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Manufacturer's reference number: (B)(4).